Manufacturer narrative:
(B)(4). The lot 13g059 was manufactured july 26, 2013 - july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one unit was received at the plant for evaluation. Visual inspection of the unit confirmed the reported condition. The blue winged luer cap was found separated from its distal luer lock. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that winged luer cap was found loose in the over pouch of a small volume intermate before patient use. No additional information is available. This medical device report is report 1 of 2.

Manufacturer narrative:
(B)(4). The root cause of the reported condition could not be determined as the sample was not received in its original packaging. As a precaution, a quality alert training was issued on (B)(4) 2014 for re-training the operators on the issue of a separated blue wing luer. Should additional relevant information become available, a supplemental report will be submitted.